Event description:
Customer received a result of 556 mg/dl on the mobile system and a result of 174 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278231, expiration date 09/30/2014). Reference medwatch report with (B)(6) for the suspect device used in the performa system.